Manufacturer narrative:
Other applicable components are: product ID: 3057, lot# unknown, implanted: (B)(6) 2017, product type: trial lead. Product ID: 3531, serial# unknown, product type: external electrical stimulator.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the patient was soaked on the morning of the day of the report and was going more frequently; it was noted symptoms were worse and the patient rated the evaluation a "2". The patient had an electrical shock from stimulation and was sore from the shock. It was noted they had a hard time getting the lead in. Stimulation was increased so the patient could feel it, but they felt stimulation in their anus and not in their vaginal area; the patient felt like they did something. Additional information was received two days later. The patient was concerned there would not be enough good tracking data to prove they should have the implant. The lead removal was scheduled for (B)(6) and the patient changed sides (B)(6) 2017, which they noticed their symptom had been doing extremely better since changing sides.